Event description:
It was reported that this implantable cardioverter defibrillator recorded low shock impedance out-of-range but latest value was within range or not available. Shock lead impedance was confirmed to be out of range and the patient was hearing beeping tones due to this issue. The patient has some kind of device for their head after radiation therapy so it is speculated that this is creating some sort of electromagnetic interference (emi). The patient will be brought to clinic to trouble-shoot and investigate source of emi. Additional information was received stating that the emi was not able to be reproduced in clinic. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator recorded low shock impedance out-of-range but latest value was within range or not available. Shock lead impedance was confirmed to be out of range and the patient was hearing beeping tones due to this issue. The patient has some kind of device for their head after radiation therapy so it is speculated that this is creating some sort of electromagnetic interference (emi). The patient will be brought to clinic to trouble-shoot and investigate source of emi. Additional information was received stating that the emi was not able to be reproduced in clinic. This device remains in service and no adverse patient effects were reported. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator recorded low shock impedance out-of-range but latest value was within range or not available. Shock lead impedance was confirmed to be out of range and the patient was hearing beeping tones due to this issue. The patient has some kind of device for their head after radiation therapy so it is speculated that this is creating some sort of electromagnetic interference (emi). The patient will be brought to clinic to trouble-shoot and investigate source of emi. Additional information was received stating that the emi was not able to be reproduced in clinic. This device remains in service and no adverse patient effects were reported. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.